Event description:
It was reported when the device was used during a laparoscopic hernia repair, the staples were not formed correctly. Completion of case unknown. There was no consequence to the patient.